Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly reset. After reloading the cartridge, a temperature alarm (pump was in normal temperature conditions) and malfunction alarm occurred. Pump shutdown and did not power back on after it was charged. Customer reverted to using manual injections for insulin therapy. Blood glucose was 200 mg/dl.